Manufacturer narrative:
(B)(4): the customer reported that the ac power module had failed. The ac power module was evaluated locally and the failure was verified. The ac power module was replaced under warranty, and this resolved the failure. As of (B)(4) 2010, there have been no further reports of this issue from this customer site.

Event description:
The customer reported that the ac power module had failed.